Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable findings documented in b5, non-reportable findings are as follows; bending section cover was perforated; bending section cover glues wore out; and there was water invasion traces in the video connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited peeling from the coating of the connecting tube. There was no patient involved.